Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that during hospitalization, the patient experienced a gastrointestinal bleed (gib) with a drop in hemoglobin (hgb) and dark stools. An esophagogastroduodenoscopy (egd) revealed bleeding at a previous sphincterotomy site that required a balloon tamponade and stent placement intervention. The patient was treated with baby aspirin and heparin, and warfarin was withheld. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, gi bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b2: outcome attributed to adverse event was corrected from life threatening and intervention required to hospitalization, life threatening and intervention required. Correction b3: date of event was corrected from 20-jan-2021 to 04-jan-2021. Correction b5: event description was corrected to include the ventricular assist device (vad) as an associated device and patient si gns/symptoms. Correction b6: laboratory data was corrected to include diagnostic results. Correction h6: patient ime code and imf code were updated. Annex g code was added. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted on with right upper quadrant (ruq) abdominal pain due to a ruptured gallbladder with subsequent gangrenous cholecystitis with biliary drain placement. The patient was also fluid overloaded due to missing dialysis sessions. Wound culture was positive for klebsiella, and the patient was given antibiotic. Seven (7) days later, an endoscopic retrograde cholangiopancreatography (ercp) and sphincterotomy was done and the biliary drain was checked. The patient then experienced a gastrointestinal bleed (gib) with a drop in hemoglobin (hgb) and dark stools. An esophagogastroduodenoscopy (egd) revealed bleeding at a previous sphincterotomy site that required a balloon tamponade and metal stent placement intervention. Interventional radiology (ir) changed external drain to internal drain conversion. The patient was treated with baby aspirin and heparin drip (gtt). Warfarin was withheld but was resumed prior to discharge. Of note, the patient has a neuroendocrine tumor and will need chemotherapy and radiation or possible removal of the tumor. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with right upper quadrant (ruq) abdominal pain due to a ruptured gallbladder with subsequent gangrenous cholecystitis with biliary drain placement. The patient was also fluid overloaded due to missing dialysis sessions. Wound culture was positive for klebsiella, and the patient was given antibiotic. It was noted that international normalized ratio (inr) was 2.7 and hemoglobin (hgb) was 11.9 upon admission. Seven (7) days later, an endoscopic retrograde cholangiopancreatography (ercp) and sphincterotomy was done and the biliary drain was checked. On (B)(6) 2021, the patient experienced a gastrointestinal bleed (gib) with a drop in hemoglobin (hgb) and dark stools. An esophagogastroduodenoscopy (egd) revealed bleeding at a previous sphincterotomy site that required a balloon tamponade and 10mm metal stent placement intervention. On (B)(6) 2021, interventional radiology (ir) changed external drain to internal drain conversion. The patient was treated with baby aspirin and heparin drip (gtt). Warfarin was withheld but was resumed prior to discharge. Of note, the patient has a neuroendocrine tumor and will need chemotherapy and radiation or possible removal of the tumor. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during hospitalization, the patient experienced a gastrointestinal bleed (gib) with a drop in hemoglobin (hgb) and dark stools. An esophagogastroduodenoscopy (egd) revealed bleeding at a previous sphincterotomy site that required a balloon tamponade and 10mm metal stent placement intervention. The patient was treated with baby aspirin and heparin, and warfarin was withheld. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.